Event description:
It was reported that pump generated cartridge alarm 30 and caller had experienced cartridge alarms with consecutive cartridges, although issue did not occur during loading. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if necessary, and technical support arranged replacement pump shipment, confirmed warranty and address, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.